Event description:
It was reported that the patient had the generator replaced due to battery depletion and lead replaced due to high impedance. Device return is not expected as the facility does not return explants to the manufacturer. No additional relevant information has been received to date.